Event description:
It was reported that the zimmer air dermatome would not oscillate correctly and that the motor made an unusual sound. Additional clinical follow up with the customer indicated that there was no patient injury associated with the reporter and an alternate device was pulled to complete the procedure. There was minimal delay in the procedure as the hospital has back-up devices ready for use as needed.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/11/1998 and has no repair history at zimmer surgical. Evaluation of the device observed gouging at multiple locations along the length of the hose. All width plates were nicked and the 1" and 2" width plates were older style components. Additionally, the 3" width plate displayed evidence of over-tightening of the width plate screws. Wear to the ears and nicks along the leading edge of the head and control bar were observed. It was also observed that the thickness lever and reciprocating arm were older style components. Minor nicks to the neck were also observed. The master blade was flush with the control bar; however, the device operated below motor speed specification. Prior to repair, the device was outside calibration specifications on the right side for all tested thickness settings; however, the device was within calibration for all tested thickness settings on the left side. Side to side calibration failed at all thickness settings. The cause is likely the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.